Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as a result of exhibiting oversensing with no pacing inhibition, noise and low, but within range pacing impedance measurements. The device system was replaced with an subcutaneous implantable cardioverter defibrillator (s-ICD) system. No further adverse patient effects were reported.